Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist instructed the customer how to turn on the cabinet by using the power switch and restated all in one (aio) to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, the drawers were offline and was unable to log on to issue ciprofloxacin 250 mg tablet. The customer reported that the due to the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.